Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, the physician felt resistance while advancing a ruby coil within a non-penumbra microcatheter and, consequently, the ruby coil unintentionally detached. The physician, therefore, removed the microcatheter with the coil inside and completed the procedure using a new microcatheter and a new ruby coil. There was no report of an adverse effect to the patient.